Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device expiration date: 2017-05-31, device manufacture date: 2016-08-31, medical device lot #: 160204, medical device expiration date: 2017-04-30, device manufacture date: 2016-04-08. (B)(6). For OEM manufacturing sites: in this MDR, (B)(4) has been listed as (B)(4)manufacturing site. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin gave discrepant results as per an investigation by the customer.

Manufacturer narrative:
Medical device type updated to: jka. 510(k)# updated to: k101502.